Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her daughter's onetouch ping meter is displaying an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012 at either 1:15 or 1:30pm. According to the csr's documentation, at an unknown time prior to the start of the reported meter issue the patient reportedly "felt high" (symptoms not specified). The reporter, however, denied the patient received any medical intervention/ treatment after the alleged issue began. During troubleshooting, the csr noted the patient was no using the subject meter for the first time. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's mother indicated the patient "felt high" before the reported meter issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient's mother denied her daughter received any form of medical intervention after the product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.